Event description:
It was reported that the device battery was approaching elective replacement indicator (eri), but eri had not been tripped. The physician replaced the device before eri due to patient anxiety over battery being "below eri voltage this soon." No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis of the device revealed normal battery depletion.